Event description:
It was further reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessments. There was no patient involvement.

Manufacturer narrative:
Product analysis : it was determined on analysis that the programmer tested out of specification during incoming inspection as the stylus was not working. It was also noted that the printer paper tray switch handle was missing therefore the printer would not print. The media door latch and keyboard latch were broken. The printer paper tray was nearly empty. The right keyboard hinge was broken. The hinge cover bullet assembly was missing / broken. The radiofrequency head cable was pinched but functional. The anti-slip layer of the radiofrequency head was ripped off. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.